Event description:
There was an allegation of a questionable glucose assay result for a patient sample tested on a cobas c 703 analytical unit. The initial result was 5 mmol/l. The repeat result was 0.98 mmol/l.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.

Manufacturer narrative:
The sample probe was replaced, which resolved the issue. The root cause was traced to a defective sample probe.